Event description:
It was reported that during the ipg replaced on (B)(6) 2026, [related manufacturer reference number: 3006705815-2026-00817] the lead was found to have migrated completely down. The physician elected to remove the migrated lead and leave patient with a one lead system to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed.

Manufacturer narrative:
Correction to h11: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.